Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the end user visually inspected the wafers and the starter moldable hole was found off centered in an unknown number of wafers from unknown market units, prior to use. The products were used by the end user. There was no harm reported by the complainant. No photo is available at this time.